Event description:
The customer ran blood glucose tests on the contour next using two different bottles of strips and received readings of 43 and 176mg/dl. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer was advised to return the test strips. Replacement test strips and a new meter were sent to the customer.